Event description:
It was reported that an alarm had occurred. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge and resumed insulin as instructed by technical support.